Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was not secure in the insulin pump, chips on the battery cap, back light was not as bright, insulin pump making noise during the rewound and it did not rewound when battery was low. Customer stated that drive support cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.